Event description:
It was reported that during the port placement procedure, there was allegedly a fracture between the reservoir's connector with the catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 03/2026). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port kit was received for evaluation. Three photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed. The port stem was noted to be missing from the bardport MRI implantable port. A circumferential break was noted on the port body. The edges of the complete circumferential break on the port stem area were noted to be uneven and the surface was noted to be granular. The port stem segment was removed from inside the catheter. The photos shows the complete break of the port stem and separated. Therefore, the investigation is confirmed for the reported fracture and the identified material separation issues. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 03/2026), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the port placement procedure, there was allegedly a fracture between the reservoir's connector with the catheter. The procedure was completed by using another device. There was no reported patient injury.